Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.